Event description:
Related to MFR report # 2183959-2011-00376. On (B)(6) 2011, the pt had an aus implanted. On (B)(6) 2011, the aus was removed due to a "defect in urethra. Scrotum filled with urine and fluid." Additional information received on (B)(6) 2011 indicated that the pt presented with penile/scrotum pain and swelling. The physician performed a cystoscopy which revealed a nick in the urethra. The physician stated that apparently during the aus implant the urethra was nicked at the cuff site.

Manufacturer narrative:
Catalog #: balloon, 72400024; pump, 720404127. Serial #: balloon, (B)(4); pump, (B)(4). Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.